Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer addressed bg by administrating a manual correction injection. The customer continued to use the pump for insulin therapy.